Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was not able to prime. Caller states that reservoir was defective and was not able to fill. Customer's blood glucose was not reported. Reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir and performed pre-fill testing. The reservoirs passed inspection and no occluded anomalies were found during analysis.